Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Representative replaced and installed three telepacks. The system was programmed, checked and tested.